Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the customer received a button error alarm. The customer's blood glucose was 122 mg/dl. The mother reported receiving a low battery alert and the button error alarm occurring after the battery was replaced. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad trace. The insulin pump had minor scratched display window and cracked battery tube threads. No moisture damage on electronics and motor noted.